Event description:
It was reported that the customer no longer wanted to be on insulin pump therapy. The customer wanted to return the insulin pump because she felt it was not delivering any insulin. The customer did not want to troubleshoot, and stated that she would be speaking with her diabetes educator. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.